Manufacturer narrative:
Na

Event description:
The husband called and stated the customer had a result of 2.0 inr on her coaguchek xs meter (serial number (B)(4)) about 2:00 pm on (B)(6) 2016. At about 3:00 pm she was rushed to the hospital because she was "unable to speak and she had slurred speech". A laboratory sample was drawn on her arrival to the hospital and the result that was reported back was 1.6 inr. It is not known what reagent the laboratory is using. She was admitted to the hospital overnight and discharged the next day. During her hospitalization, she had a cat scan, MRI, and a chest x-ray. All of those tests were normal. She also had an increase in her warfarin dose during the hospitalization. The husband stated the dose of warfarin would not have been changed if they had been using the result from the coaguchek xs meter. She was discharged on (B)(6) 2016. Her husband stated she was hospitalized again for the same concern, a tia, on (B)(6) 2016. She was discharged on (B)(6) 2016. No further details on that hospitalization were provided. She tested with her meter on (B)(6) 2016 and obtained a result of 3.8 inr. She held her warfarin on that night as directed by the doctor. It was stated that the last time she tested before all of this was on (B)(6) 2016 and she obtained a 1.6 inr result. At that time, her warfarin was increased. Her therapeutic range is 2-3 inr. The husband stated she was not on heparin, lovenox, and any direct thrombin inhibitors at the time of the meter tests. She is not anemic and does not have polycythemia. She does not have any antiphospholipid antibodies. There were no recent changes in her diet or medications. The customer is currently okay now and at home. The suspect product was requested to be returned and the suspect product was sent. The relevant retention test strips (lot 206464) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable.

Manufacturer narrative:
The customer returned the meter and strips. The returned test strip and a master lot were tested on the returned meter. The relevant retention test strips were tested in comparison with the current master lot. All of the measurements were without error messages. The returned and the retention material met the specification. The complaint has not been substantiated.

Manufacturer narrative:
Outcomes attributed to ae was updated.